Event description:
The customer contacted beckman coulter (bec) and reported that 50 ul of clear to white diluent leaked from the coulter lh 750 hematology analyzer and onto the counter. There is an exposure control plan in the laboratory. The customer was wearing gloves, a laboratory coat, and eyeglasses at the time of this event. There was no direct physical contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. The leak did not impact electrical or optical performance of the system. The leak did not affect any patient results nor were any results generated or reported out of the laboratory. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and observed leak from a cut in green striped tubing going from the vent chamber (vc19) through the vent line (vl116). Upon further inspection, the fse found that the front blood detector (bd1) was wet and not working properly. The fse replaced the bd1 and the tubing through vl116 to resolve the issue. The fse also performed incidental services and replaced pinch valve at vl116 as a preventative measure. Failure mode was attributed to a cut tubing through vl116 and bd1 was not working properly. (B)(4).